Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: a review of the pump black box revealed loss of prime warnings associated with a low non zero and zero force. There was no damage found to the returned cartridge cap or cartridge compartment. The returned cartridge cap securely fit to the pump and was used to complete testing. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration passed within specification. The pump cover was removed and the force sensor pin was seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.